Event description:
It was reported that the patient presented in the clinic for a follow-up. Upon interrogation, the right ventricle lead exhibited low pacing impedance. The lead was explanted and replaced. The patient was in stable condition.

Manufacturer narrative:
The reported event of low pacing impedance was confirmed. Final analysis found that as received, a complete lead was returned in one piece measuring 51.5 cm with the helix extended and clogged blood/tissue. Visual examination of the lead found an external insulation abrasion breaching the outer insulation exposing the outer coil was noted at 48.6 cm to 48.7 cm from the connector pin consistent with friction to another device or feature of patient anatomy. The cause of reported event was due to the exposure of the outer coil in the abrasion zone consistent with friction to another device or feature of patient anatomy.